Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6), explanted:(B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professionals (hcps) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6), MRI compatibility guidelines were being requested. Per the reporter, the procedure was not due to a problem with the patient¿s devices or therapy. The hcp also stated that the pump had not been used in a couple of years, but had no other details other than that the patient had a granuloma in 2008. The pump was in the patient¿s body per an x-ray from 2016 and a CT scan that was recently done. The catheter was removed. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for being ¿unable to remove the pump¿ from the patient was unknown. The spinal catheter was removed on (B)(6) 2008 due to catheter tip granuloma. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The explant date for the pump should be blank. Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-nov-2017 from the patient who reported that his pump and catheter were still implanted. He stated that he had an emergency procedure in 2008 to remove his device but after 4 hours of surgery the chief neurosurgeon at the hospital was ¿unable to remove the pump¿. The catheter had grown into his bones and nerves in his spine and until then he was paralyzed. He still had the pump implanted in his abdomen and the catheter in his spine, but they were not in use. No further complications have been reported as a result of this event.